Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the tip of the instrument was bent and was difficult to loosen. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection found that the rod for reaming guide holder is bent. Also the tip is found stripped, the unable to disassemble allegation cannot be confirmed as there is no mating device inside the reaming guide holder a dimensional inspection was not performed since it is not applicable to the complaint condition. A functional test was not performed since it is not applicable to the complaint condition. The observed condition of the device was consistent with impacting the device off axis and possible before is fully threaded. The overall complaint was confirmed as the observed condition of the rod for reaming guide holder would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use , and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the tip of the instrument was bent and was difficult to loosen.